Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. Probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is alarming downstream occlusion. Per reporter, the alarm was silenced and the tubing was traced, ensured clamps were open and there were no kinks in the tubing. Patient denies pain around port. Per reporter, applied fingertip pressure to the port needle but the alarm persisted. Troubleshooting was unsuccessful. Patient closed the clamp and tried to remove the cassette, but it was locked on. No patient harm/adverse event reported.